Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump got wet. Customer was washing dishes and accidently knocked the device in the dish water. Customer's blood glucose was 137 mg/dl. Customer stated the device had been exposed in the past but it didn't have moisture visible on it. No alarms have occurred since event. Self test was performed and device passed. Customer was advised to monitor the device. No further information reported.